Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device had become blank while the pump still had power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: the black box and history recorded several call service alarms consistent with sleep alarms that cause the screen to be plank. There is visible moisture in display and a leak test failed at the display screen. The contrast button was torn and not functional. The up, down and ok buttons responded intermittently. There was corrosion on the display flex connector, force sensor flex, u32 and surrounding components. The pump powered up with a dim display, but appropriate audio and vibrations. Contrast returned to normal with a test display. Contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(4)